Event description:
It was reported that the temperature was not displayed on the extension cord of the temperature sensing catheter. Per additional information via email from ibc on 07-mar-2022, it was confirmed that the device was used on the patient.  Per additional information via email from ibc on 14-mar-2022, it was confirmed that poor temperature indication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample of the cable was also returned. No damage was noted and a temperature display issue was unable to be examined from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature was not displayed on the extension cord of the temperature sensing catheter. Per additional information via email from ibc on 07mar2022, it was confirmed that the device was used on the patient.  Per additional information via email from ibc on 14mar2022, it was confirmed that poor temperature indication.